Event description:
Arthrex became aware of this event through a copy of the pt's submission report received from the FDA. It was reported by the pt that he presented an infection post operatively. Pt attributes the infection to the fiberwire in the device. The pt was administered vancomycin for over 6 weeks, for which he indicates, he became susceptible to psoriasis. The customer report indicates he underwent a second surgery to remove the device. The report also makes reference that the pt's surgeon informed him "there were "two or three" other pts that also had infections." No further details of the event and/or contact info is available from the original report. The medical facility also remains unk. This device is used for treatment.

Manufacturer narrative:
The lot number of the device was not provided; therfore, device history could not be reviewed and the mfg date was not determined. Based on previous reports, infection cases are typically hosp acquired and not a prod related issue. The prod directions for use does warn about infection as a possible adverse event post operatively, a known risk in any surgical procedure. The type of infection reported by the pt, however, was not disclosed, and a definitive cause of this event could not be determined from the info available. This device is supplied sterile. The pt's statement about "there were "two or three" other pt" with infections could not be confirmed. No other similar events have been reported to arthrex by the surgeon, medical facility and/or other pts to this date.